Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.50/+4.0/088 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens had a 1 + cell and the patient complained of blurred vision. The lens remained implanted. This was the replacement lens for MFR. Report # 2023826-2023-01687.

Manufacturer narrative:
B5: the patient was seen on (B)(6) 2023 at post-op visit. The patient is happy with improved vision, va uncorrected 20/30-2, bcva 20/30. Visual acuity is at potential due to amblyopia. Claim # (B)(4).